Manufacturer narrative:
The customer reported that the patient experienced some thermal burn. No further information was received after several attempts were made to obtain more information. Device not returned for evaluation. The root cause could not be established. Additional reporting on this event will be provided as a supplemental report to this document if new information becomes available.

Event description:
The customer reported that the patient experienced some thermal burn.